Event description:
See uf medwatch (B)(4).

Manufacturer narrative:
The user facility reported that personnel noticed a large pool of hydraulic fluid near the base of the 3085sp table. The reported event did not happen during a patient procedure; no injuries were reported. Subsequent to the reported event, the table was removed from service and was evaluated by user facility biomedical personnel where it was identified that there was a rupture in the hydraulic line. Upon further inspection it was found that the set screws holding the right side cylinder bracket had broke allowing it to move freely and cause the hydraulic hose to rupture. Hospital biomedical personnel replaced the hydraulic hose and set screws and returned the table to service; no further issues have been reported. A steris service technician inspected the table after the repairs were completed by the user facility and found it was operating properly. The table of the reported event is not under steris service contract and is currently serviced and maintained by a third party biomedical provider. The preventive maintenance schedule states to check the following on (6-1): 2.3 - "check table base, all hoses, fittings, and components of hydraulic system for evidence of oil leaks (6x per year)." This is considered an isolated event and is likely attributable to impact damage during use at the user facility. Steris has reinforced the importance of maintaining the equipment in accordance with the preventive maintenance guidelines with the user facility.